Event description:
It was reported that during a right wedge resection procedure, at the first firing the device was difficult to close, but the device cut and stapled correctly. The device was reloaded with a green reload and the device would not fire. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Channel retainer. Evaluation summary: the analysis results showed that the ez45g device was received with the clamping mechanism damaged and with a green reload present. The cartridge was received partially fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer was found damaged, not allowing the device to properly close. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected a (B) (4) qa. A batch record review was performed and no anomalies were found during the manufacturing process.